Event description:
The maverick2 monorail 20/1.5 mm balloon was being used to predilate the lesion for placement of a medtronic stent, but ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The physician used a 6f terumo introducer sheath for vascular access and an acs guidewire and a 6f mach1 guide catheter to cross the lesion. The maverick2 monorail 20/1.5mm balloon was removed and replaced with another maverick2 monorail 20/1.5mm balloon to successfully complete the lesion predilatation.

Event description:
During a ptca treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at unk atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.